Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up approximately 8 months post index procedure where physician observed and occluded limb. The physician elected to re-intervene by performing a fem-fem bypass, successfully resolving the occlusion. As of the date of this report, there have bee no additional patient sequelae reported.